Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event has been determined to be due to patient related factors. There has been no allegation of a device malfunction or deficiency. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
It was learned that this mitral valve was explanted, after an implant duration of four (4) years and two (2) months, due to endocarditis. It was noted to be an enterococcal infection. The patient underwent mvr and avr. He did not do well immediately post-op and was taken back to the or that same day for a mediastinal exploration due to cardiogenic shock. It was determined that the patient had a hemoperitoneum at that point and he underwent an exploratory laparotomy with packing. He was transferred back to the cvru and was in critical condition for some time. The patient also required hemodialysis due to renal failure caused by shock. He also had post-op atrial fibrillation and was put on amiodarone. He converted to normal sinus rhythm prior to discharge. The patient continued to progress and was discharged on pod #39 in stable condition to a snf/rehab facility.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The explanted valve has also not been returned for evaluation at this time. Although the reason for the explant is unknown, there has been no allegation of product malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic mitral valve was explanted, after an implant duration of four (4) years and two (2) months, due to unknown reasons. The explanted valve was replaced with another edwards bioprosthetic valve. No additional information provided.